Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on radius assessed as surgical damage, missing plug strap assessed as inconclusive and observed a broken on plug strap assessed as an unidentified (tear) opening additional observations: ¿ white calcification observed inside the device. No further actions are required as the device was implanted.

Event description:
Physician reported left side "hole on bottom." Via an rga form.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported left deflation and textured exchange due to product concern. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.